Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post pulsed field ablation procedure, when the patient was in a state of rest in the ward, abnormal st values were observed on the electrocardiogram (ECG). The patient was examined and complained of chest pain and dyspnea during the exam. After the patient¿s st values increased rapidly and the patient switched to ventricular tachycardia (vt). The patient then went into cardiac arrest and life-saving measures of percutaneous cardiopulmonary support (pcps) was administered. The following morning, another episode of ventricular fibrillation (vf) occurred which was thought to be caused by spasms induced by pulsed field ablation. A week later the pcps was removed but the patient had not regained consciousness, a slight eyelash reflex was observed, it was noted that there was a possibility that the central nervous system was recovering. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that an angiogram was performed and the spasm was not visible. Additionally, a nitrate was administered post spasm.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012830095 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator; no anomalies were identified. The handle, shaft and side port were intact with no apparent issues. Functional testing was performed and no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The relevant sub-assembly inspection and tests were performed and no anomalies were discovered. In conclusion, the reported clinical issues of cardiac arrest, coronary obstruction, dyspnea, chest pain, st segment elevation, ventricular fibrillation, and ventricular tachycardia occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The sheath passed the returned product inspection per specification. Correction: d4, unique identifier (UDI) #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.